Event description:
It was reported that this right ventricular (rv) lead showed high, out of range (oor) pacing impedances during implant procedure and while changing applied voltages with the psa. A new lead was implanted at another position and the impedance was within normal limits. No noise, sensing or threhsold issues were reported. It was suggested that the patient's myocardial tissue was the cause for the oor pacing impedances. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.